Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadenopathy.

Event description:
The patient reported that she had right side moderate pain. Patient later reported edema, mass under armpit, and exchange from textured to smooth due to concern with the product. Healthcare professional reported exchange from textured to smooth due to concern with the product. In addition, patient reported body pain and insomnia which are considered not device related. Device remains implanted.